Event description:
It was reported during a da vinci-assisted bilateral inguinal hernia repair surgical procedure, as the surgeon was dissecting, the fenestrated bipolar forceps (fbf) instrument was grasped onto fatty peritoneal tissue and would not release. Intuitive surgical, inc. (Isi) received a call from the surgeon of this procedure and the following additional information was obtained about the complaint: the surgeon confirmed that a call was not made to isi technical support until after completion of the case. Rather, the surgeon cauterized with a monopolar curved scissors (mcs) instrument, around the jaws of the fbf instrument to release and remove the fbf instrument. The tissue within the jaws of the instrument was being dissected as part of the planned procedure. The surgeon disabled arm 2 to continue the procedure after unsuccessfully attempting to use of a backup instrument in arm 2 prior to doing so. System event logs were reviewed during the support call but found no related entries on universal surgical manipulator (usm); usm2. There was no excessive bleeding and no other intra-operative complications. The procedure completed robotically without using arm 2 and there was no report of patient injury. The patient was reported as doing well and there have been no reports of post-operative complications. The surgeon said that he has since learned that he should use an instrument release kit (irk) to remove instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was returned for evaluation and failure analysis (fa) was unable to confirmed nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument was fully functional. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. The fenestrated bipolar forceps instrument pn: 471205-17 // ln: n11200706-0069 was recorded as used once during this procedure and had 12 of 14 uses remaining. This complaint is being reported due to the following conclusion: during a da vinci-assisted bilateral inguinal hernia repair procedure, as the surgeon was dissecting, the fenestrated bipolar forceps (fbf) instrument was grasped onto fatty peritoneal tissue and would not release. As a result, the surgeon cauterized, with a monopolar curved scissors (mcs) instrument, around the jaws of the fbf instrument in order to release and remove the fbf instrument.